Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 6 months prior to this report, the patient felt something did not feel okay, but the previous two years, the therapy had been good. The patient had stiffness in the neck and dizziness when walking. Device interrogation revealed high impedances on left sided contact #2 (between 10,000 and 11,000 ohms) and right side contact #11 (between 7000 and 10,000 ohms). The physician tried reprogramming, but the patient did not receive therapeutic benefit even with amplitude at 3v, so the patient was reprogrammed back to contacts 1 and 9. The patient's status was the same at these contacts. It was noted that the patient's child once hit against their chest near the battery, although the timeline between this incident and the symptoms/high impedances was not clear. (B)(6) 2021 (for, rep): additional information was received: it was reported that the extensions would be changed.